Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) over the past few days, up to 480mg/dl with increased thirst and trace to medium ketones. The reporter stated that the patient has been using a temporary basal program due to the elevated bgs and has also been changing sites and taking insulin injections to correct bgs. The patient¿s bg reportedly responds to correction injections but then goes back up. The reporter noted that the patient was going through puberty and a growth spurt. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories were correct. All basal and bolus deliveries were found to have been delivered as programmed. The reporter denied any supply issues. The reporter confirmed that insulin was seen coming from the end of the tubing while priming. The reporter noted that the patient normally uses his abdomen for sites but recently moved to his hip area. The patient reportedly has areas of scar tissue. The reporter stated that the last site change was on (B)(6) 2013. A review of the prime history indicated that the patient was changing out the infusion set every four to five days. The instructions for use recommend site/set changes every two to three days. The prime history also indicated that the patient may not have been changing sites with set changes based on inconsistent fill cannula steps in the pump history. Troubleshooting determined that the pump was functioning appropriately. Cts determined potential contributors to the alleged bg excursions included the possible need for settings adjustments, using sites for longer than advised, and presence of scar tissue which can lead to absorption issues. The reporter was advised to contact the patient¿s healthcare provider to discuss the alleged bg excursions. There was no pump malfunction identified, however this complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy, and a cause for the hyperglycemia could not be determined.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.